Manufacturer narrative:
Device was not returned for eval. Dr stated, the catheter may have been cut before insertion. The instructions for use have a warning that states not to cut the catheter.

Event description:
During an x-ray following a procedure, it was noticed that a piece of catheter remained in the pt's knee. An add'l procedeure was done to remove the catheter.